Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was unable to deploy the plug. There was no reported patient injury. The procedure was conducted using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or package damage prior to use. One exoseal device was used for the patient. The specific catheter sheath introducer used, including its manufacturer, model, and french size, was unknown. The femoral artery's suitability was confirmed on angiography, including verification of the vascular sheath introducer's insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm, and there were no visible calcium deposits, plaques, stents, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Hemostasis was achieved using manual compression. The deployment button was fully depressed and flushed against the handle. The plug did not fall out of the exoseal vcd shaft upon removal from the patient. The device is being returned for evaluation

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) was unable to deploy the plug. There was no reported patient injury. The procedure was conducted using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or package damage prior to use. One exoseal device was used for the patient. The specific catheter sheath introducer (csi) used, including its manufacturer, model, and french size, was unknown. The femoral artery's suitability was confirmed on angiography, including verification of the csi's insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there were no visible calcium deposits, plaques, stents, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Hemostasis was achieved using manual compression. The deployment button was fully depressed and flushed against the handle. The plug did not fall out of the exoseal vcd shaft upon removal from the patient. A non-sterile unit of the product ¿vascular closure device 5f - us¿ was received for product evaluation. Per visual analysis, the following conditions were revealed: the delivery shaft was inserted into an unknown non-cordis csi of the proper french size, presenting a severe kink approximately 16 cm from the distal tip, compromising the deployment mechanism; the deployment lever was not depressed; the indicator window showed black/white colors; the plug was not deployed; the cowling guard was locked; the back bleed port was set in its manufactured position; the indicator wire was deployed; and the device was blood-saturated. No other significant details were observed on the returned unit. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, with measurements taken near the kink. Results were found to be within specification. Functional analysis was not performed due to the severe kink in the unit, which compromised the deployment mechanism. Per microscopic analysis, the device case was carefully opened, and the internal mechanism was inspected using a vision system to magnify the image. The internal mechanism was correctly assembled, and no anomalies were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not confirmed as the device was received without any button depression, and functional analysis could not be conducted due to the kinked condition of the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to this issue experienced by the customer since the condition of the device received did not match the event description provided. Since the deployment lever/button of the received device was not depressed (even though the user reported that the button was fully depressed), it is expected that the plug would not be deployed from the unit. Although, the device was received with a kinked/bent condition to the delivery shaft, which impeded the deployment mechanism of the plug. However, this condition was not reported by the customer; therefore, it is possible that this issue occurred during handling/shipping of the device for product analysis and was not the issue experienced by the customer. According to the instructions for use (IFU), which is not intended as a mitigation, ¿¿¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.